Manufacturer narrative:
(B)(4). The peritonitis event occured on an unspecified date between (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, frequency, and route were not reported) for peritonitis. The patient&#38112;recovery status was not reported. Dianeal therapy was ongoing. No additional information is available.